Event description:
It was reported, the patient's external devices cannot communicate with the ipg. The patient stated, she has not recharged the device in at least three months due to other issues. The sm representative verified the ipg battery is depleted. Reportedly, the patient will discuss options with the physician.

Manufacturer narrative:
Correction: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.